Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the tip clamp in the reported problem area of the pipette assembly needed to be replaced. All the tip clamps were replaced. The instrument was tested without further problem, and returned to svc.